Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# mw5057708) in united states on 19-nov-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. The consumer reported essure caused a massive amount of consistent and ongoing pain. She had endometrial ablations to stop excessive bleeding and went septic as a result of the ablation. The intercourse was very painful, and there was a consistent, dull pain in her pelvis and lower back, none of which occurred before the procedure. She reported that abnormal bleeding, heavy bleeding, and extreme cramping also occurred. Follow up information received on 16-dec-2015: no new information. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had to perform an endometrial ablation to stop excessive bleeding (interpreted as menorrhagia) and went septic as a result of ablation. The menorrhagia and sepsis are serious due to their medical importance and listed in the reference safety information for essure. In this particular case, considering that essure may affect cause bleeding and that there is no alternative explanation for this bleeding, a causal relationship with essure cannot be excluded. Since the sepsis occurred as a complication of an endometrial ablation performed to treat an event possibly related to essure, the causal relationship between essure and this complication cannot be excluded either. This case is regarded as incident since a medical intervention was required to treat an event caused by essure. Further information and a product technical complaint are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Ptc investigation result was received on 29-dec-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases were a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had to perform an endometrial ablation to stop excessive bleeding (interpreted as menorrhagia) and went septic as a result of ablation. The menorrhagia and sepsis are serious due to their medical importance and listed in the reference safety information for essure. In this particular case, considering that essure may affect cause bleeding and that there is no alternative explanation for this bleeding, a causal relationship with essure cannot be excluded. Since the sepsis occurred as a complication of an endometrial ablation performed to treat an event possibly related to essure, the causal relationship between essure and this complication cannot be excluded either. This case is regarded as incident since a medical intervention was required to treat an event caused by essure. Based on the available information no product quality defect was confirmed.